Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if the malfunction code reappeared and acknowledged this guidance, with permission to continue using the pump.